Event description:
It was reported that the patient experienced a low glucose event with a lowest cgm reading of 64 mg/dl on a dexcom g7, corrected with oral glucose, with the cause unclear and no contributory meal; potential contribution from physical activity was considered but not confirmed, and there was no device-related information beyond insufficient device details. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to treat the event. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.